Manufacturer narrative:
Medical device type: this device has a 2nd product code, fpa. Common device name: this device has a 2nd common device name, intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® ultratouch¿ push button blood collection set there was an issue with tubes defective and blood was not flowing in the tubing but leaking outside the tubing.

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage was observed although the location of the leakage could not be determined. Bd was also unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for leakage was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd vacutainer® ultratouch¿ push button blood collection set there was an issue with tubes defective and blood was not flowing in the tubing but leaking outside the tubing.